Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had remote monitoring disabled due to battery capacity depleted (bcd). It was reported that device was supposed to have been replaced few months ago but the patient needed to get stents implanted and the health care professional (hcp) elected to wait for recovery before replacing the device. Additional information was requested but the field representative had no further information at this time. To date, this pacemaker remains in service. No adverse patient effects were reported.